Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with oral fluconazole, 200 mg, daily (duration not reported). At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.